Event description:
During retinal detachment repair proceudre, user facility alleges that after using a foot pedal control to lower the ceiling mount column into position, the microscope continued to drift down and contacted the pt. As a result, the user facility alleges that the procedure took additional time to complete. No adverse outcome is associated with this event. No pt info was provided by the user facility.